Manufacturer narrative:
No injury reported, however we are attempting to obtain further information regarding this event. In addition, the device involved has not been received for evaluation. This is a preliminary report inside the 30-day report window. This will be amended as necessary.

Event description:
The obstetrician filled the uterine balloon with 500 ml isotonic solution to stop pph and after the procedure the mother was transferred in recovery room. After 2 hours, the midwife noticed that the uterine balloon was completely drained out of water and totally empty without any visible reason.